Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received in an explant kit, submerged in clear 0.2% glutaraldehyde solution. The valve was discolored with blood remnants on the abluminal surface of the skirt. All leaflets were slightly twisted with a gap at the free margin of leaflet 3. All leaflets were slightly stiff but flexible. All commissures were intact. Multifocal host tissue was noted attached to the ¿c¿ paddle and adjacent outflow crowns of the outflow frame. Segment of host tissue extended to commissure 1. Conclusion: review of the device history record (DHR) for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. Overall there were no unusual characteristics or defects observed with the returned valve, or issues that would have an impact with the event reported. The host tissue observed on the valve frame was most likely the result of the valve being implanted and then dissected out of the patient at autopsy, after a day of being implanted. The frame of the valve appeared normal and without damage or bends. It was unknown if the patient had any comorbidities or anatomy issues that would have played a role in the report of the effusion that occurred as a result of the reported aortic dissection. It was also unknown if the user attempted to snare the valve during the implant procedure. The instructions for use (IFU) warns against use of snaring of the valve to reposition the valve once deployment is complete. Repositioning the deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction, embolization, stroke and or emergent surgery. The user is also cautioned about not retrieving or recapturing a valve if any of the struts is protruding from the capsule, if any one of the outflow struts has deployed from the capsule the valve must be released from the catheter before the catheter can be withdrawn. Unfortunately, we were unable to determine a cause for the reported effusion, reported dissection and patient death, that occurred with the use of this valve with the limited information provided. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve was not returned; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this 34mm transcatheter bioprosthetic valve, a small effusion was noted that would be monitored. Two days post implant procedure, a drop-in blood pressure occurred, and the patient was taken to the catheterization lab for an emergent pericardiocentesis and cardiopulmonary resuscitation (CPR). The physician opened the patient¿s chest but could not stop the bleeding. Subsequently, the patient died. Autopsy and pathologist report stated that an aortic dissection occurred due to one of the outflow tab.